Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 130 mg/dl. The customer stated that esc, act and down arrow buttons are not working. The customer stated that there was some moisture on the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.